Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that they experienced hyperglycemia. Blood glucose level of 411 mg/dl. Customer reported that the insulin pump had insulin pump error alarm. No further details given about high blood glucose as well as insulin pump error alarm. The insulin pump will be returned for analysis.